Manufacturer narrative:
Tracking # (B)(4). Date sent: 3/2/2016, batch # (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Please provide details as to how the device misfired. Did this occur twice with the same tlc75 device? Did this occur with two different tlc75 devices? How was the procedure completed? The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 22 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired twice. No further information is known at this time. There was no adverse consequence to the patient reported.